Event description:
The device was found with the motor shaft extension "borken into two pieces" and it had "fallen off" the device. There were no reports of any adverse events while the device was in clinical use.